Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has a nonfunctioning ins. The patient needs a battery revision, and will be keeping his leads. The patient feels pain is deep and not muscular, and does not radiate. The patient will be getting another manufacturers battery. The patient is currently waiting insurance approval.